Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements of greater than 3000 ohms which resulted in a yellow alert. Technical services (ts) noted that a signal artifact monitor (sam) event also occurred the same day which showed minute ventilation (mv) chop on the atrial channel. This lead was subsequently surgically abandoned and replaced due to fracture. Other than the surgical procedure, no additional adverse patient effects were reported.